Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins and lead were replaced; "dysfunction" was noted.

Manufacturer narrative:
Continuation of d10: product ID: 377760; lot#: (B)(6) serial#; implanted: on (B)(6) 2006; explanted: on (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 377760, serial/lot#: (B)(6), ubd: 12-aug-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6) found that it was at normal end of life. Analysis of the electrical stimulation lead (lot number j0546527v) found that the lead body was cut through and segmented. Analysis of the electrical stimulation lead (serial number unknown) found that the lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.